Event description:
Complaint received as follows: "gage ball was restricted when rolled in". Customer found this defect during their incoming inspection when received the shipment. "Gage" ball was used to check the internal diameter of the tube. This gage ball should pass through the inner lumen without any restriction. No pt was affected as the defect found during their incoming inspection.

Manufacturer narrative:
Based on the available info, this issue is deemed a serious malfunction because of the possibility that the bronchoscope or suction catheter could have become "stuck" in the endotracheal tube hose internal diameter is too narrow putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. (B)(4).